Event description:
In a newsletter titled "icl suergery: we have a problem" a healthcare representitive reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced minor glare. The lens remains implanted. Additional information provided " 1 day post op. Patient was happy ucva 20/25.4 months post op patient continued to be pleased with her vision despite experiencing minor glare at night. Her vision was 20/20-2." Cause of the event was reported as unknown.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens and significant glare and/or halos (under night driving conditions) is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
B5 - patient interested in refractive surgery presented with high myopia. Claim # (B)(4).

Manufacturer narrative:
B1 - product problem corrected to adverse event. B2 - other serious or important medical events. H3 - malfunction corrected to serious. Claim #(B)(4).